Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported precedex was intended to run at 52.5 ml/hr however it was not infusing as the precedex bag was still full. The clinician reported that the patient was becoming agitated and having difficulty ventilating on the ventilator. The customer provided a photo of the devices, the pump module used for precedex infusion was not appearing on the pcu screen while the other 2 pump modules attached to the same pcu did appear on the pcu screen. There was patient involvement but no harm.

Event description:
It was reported precedex was intended to run at 52.5 ml/hr however it was not infusing as the precedex bag was still full. The clinician reported that the patient was becoming agitated and having difficulty ventilating on the ventilator. The customer provided a photo of the devices, the pump module used for precedex infusion was not appearing on the pcu screen while the other 2 pump modules attached to the same pcu did appear on the pcu screen. There was patient involvement but no harm.

Event description:
It was reported precedex was intended to run at 52.5 ml/hr however it was not infusing as the precedex bag was still full. The clinician reported that the patient was becoming agitated and having difficulty ventilating on the ventilator. The customer provided a photo of the devices, the pump module used for precedex infusion was not appearing on the pcu screen while the other 2 pump modules attached to the same pcu did appear on the pcu screen. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a25: no apparent adverse event (3189), b17: device not returned, c20 : no findings available, d15: cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.